Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The caller states the device is not working but couldn't explain exactly the issue. The caller only noted that when she puts pt's insr over the implant it doesn't show the coupling boxes and shows an electrical image. Caller was not with the pt. Technical services speculating that ins may be in overdischarge but there is not enough information yet to confirm that. Additional information was received from the patient and it was reported that the battery stopped working. It was assessed and the device wore out after the recommended years of use and power. It ran out of power after the suggested time of effectiveness. The device time expired.